Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer died due to complications from cystic fibrosis and a failed lung transplant. The customer was being treated with a lung ventilator. The customer was not experiencing issues with blood glucose level; however the customer was using the pump for insulin therapy at the time of death.